Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf. Product code pqf is not currently available in field d.2b.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2017, that the patient experienced a skin reaction. The sensor was inserted at the leg. The reaction was described as very red, itchy, raised, and gets very raw after one (1) week. Affected area was treated with unspecified topical anti-inflammatory agent. Affected area was also treated with an over-the-counter nasal spray called nasal core that was prescribed (B)(6) 2017. At time of contact, the nasal spray is reported to be helping the patient. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined. The sensor was inserted into the leg. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.